Manufacturer narrative:
The specific lot number was unknown, however, two possible lot numbers were reported: i0905189 or i1105083. Please note that the product, cjs23300, is distributed outside the united states, however, it is similar to the united states product, cxs23300. Additional information will be submitted within 30 days from receipt.

Event description:
The report we received from our affiliate indicated that the patient was admitted for an elective case to treat a restenotic lesion in the second right posterolateral artery (rpl) and a 3.0 x 23mm cypher stent was implanted at 12 atm for 20 seconds. The lesion was not pre-dilated, but the stent was post-dilated with a 3.25 x 15mm balloon at 15 atm for 20 seconds. The residual percent of stenosis was 0%. The stent previously implanted at the target lesion was a tsunami stent. The lesion was eccentric, type b2. The lesion length was 20mm and the vessel diameter was 3.25mm. Intravenous ultrasound (ivus) was not conducted. Ten months after the index procedure, the patient complained of chest pain and developed acute myocardial infarction (ami). Coronary angiography (cag) was conducted and thrombus was observed in the implanted cypher. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) were conducted with a balloon 2.75mm balloon (unknown balloon length). A 2.75 x 24mm driver stent was implanted inside the cypher stent. The patient recovered and was discharged from the hospital. The physician indicated that the cause of the thrombotic event was because the administration of ticlopidine hydrochloride was stopped due to pancreas cancer. Anti-platelet therapy includes aspirin 200mg/day, the ticlopidine hydrochoride 200mg/day and heparin 8,000u.